Manufacturer narrative:
Device is not available for evaluation as it was kept by the patient. If additional information is received it will be reported on a supplemental report. Device not returned.

Event description:
Doctor reported that patient presented with a possible infection. It was decided to change the head and liner after irrigation and debridement of would.